Event description:
The target lesion was the proximal right coronary artery. The vessel was an in-stent restenosis (bms: stent unk) and concentric lesion. Aha/acc classification of the vessel was type b1. The lesion length was approx 20mm and vessel diameter was approx 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/18mm) at 14atm for 10 secs. Cypher (3.0/23mm) was implanted at 16atm for 60 secs. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was measured (207). A year and eleven months later, the pt complained of chest pain and was brought to the hospital as an emergency. St elevation was observed. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and poba was conducted. Then bms (driver) was implanted in the cypher. The pt was not taking ticlopidine at the time of the thrombosis. The pt recovered and was discharged eight days later from the hospital.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The device was not available for analysis. A device history record review was conducted and this lot of products met all requirements per the applicable manufacturing quality plan. Thrombosis is a known potential adverse event, post coronary stenting. There are pt factors which may have contributed to the event. Ther is no indication that the event is manufacturing or device related.